Event description:
The pt is a (B)(6), male, status post laparoscopic placement of gastric electrical stimulator on (B)(6) 2011 for diabetic gastroparesis. Postoperative recovery was unremarkable and pt was discharged postoperative day #1. After returning home, the pt developed nausea, vomiting and inability to tolerate oral intake, presented to the emergency department and re-admitted on (B)(6) 2011. On (B)(6) 2011, pt was found hypotensive without palpable pulse. One round of CPR was performed with epinephrine given; palpable pulse and rhythm was obtained and pt subsequently intubated and transferred to the surgical progressive unit. Pulmonary emboli and acute mi were diagnosed. The pt also experienced persistent fever and respiratory cultures positive for (B)(6) for which pt received appropriate course of antibiotic therapy. Pt able to be extubated (B)(6) 2011, transferred to the surgical progressive care unit on (B)(6) 2011 and transferred to the regular floor on (B)(6) 2011. Pt was discharged home (B)(6) 2011.